Event description:
Boston scientific crm received information this patient has undergone an unspecified surgery at which time, this pacemaker oversensed electrocautery which resulted in pauses in pacing. A magnet was placed on the device and pacing at 100ppm ensued.

Manufacturer narrative:
A bsc crm technical services consultant discussed how the magnet application affects the pacemaker and that 100ppm is the expected magnet rate. The caller felt that the rate was too fast and requested assistance to reprogram a lower rate. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
The device was electively explanted eight months after the initial clinical observations. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Normal pacing and sensing was noted with no pauses in pacing or oversensing observed. The device was then put through and passed the returned products test (rpt). This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.